Event description:
Patient came in for routine evaluation of single-chamber aicd on (B) (6) 2010, the device reached elective replacement time, related to significantly increased charge time - 20 seconds -, 3 days prior. Device was implanted (B) (6) 2007, patient was last checked on (B) (6) 2009, and battery voltage at that time was 2.94 v -"beginning of life"-, with a charge time of 8.4 seconds. No therapies were delivered in the months between last 2 checks, and patient was paced in ventricle only 2% of time.